Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not deliver heat and all lights come on. There was patient involvement, there was no harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. Review of the event history log noted a 'distal error' a couple of times. Functional testing found an interruption in the cable to the thermistor. The l-1 hose was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.